Event description:
It was reported that during a da vinci-assisted radical transvesical prostatectomy surgical procedure, customer was having a c-34 fault message on the erbe generator. Technical support engineer (tse) checked the logs and could confirm the reported errors and other related to the erbe generator. Tse advised customer to check if changing from swift to classic mode could help to finish this procedure. There were no reports of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.